Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's nephew found them unresponsive and the clinic was notified. The patient was found with no power connected, the mpu was plugged into the outlet and a battery was in the battery clip on the nightstand with another battery on the floor. The clinic was unable to send log files when asked to interrogate the system controller. The patient's nephew then returned the patient's system controllers to a different clinic who submitted the log files for analysis. The cause of death was unknown. It was unknown if the death was device related. The device operated as expected per the log file report. No products would be returned. It was unknown if the mpu had a v-lock connector on the ac power cord. It was unknown if the ac power cord came loose from the back of the unit. It was unknown if any environmental factors involved as the information was not provided by the family. The only information that was known was provided by the family. The only thing provided was the system controller with log files because the other center declined to access the log files.

Manufacturer narrative:
Section d4 - all known product information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient was relocated to a new clinic in (B)(6) after being implanted in (B)(6). It was reported to the ventricular assist device (vad) center that the patient was found deceased at home with the vad pump off on (B)(6) 2024. The patient's system controller was shipped back to the implanting center for interrogation to identify possible cause or timing of the incident. The log files were reviewed and captured random power cable disconnect and low voltage advisory events on (B)(6) 2024 at 03:05 to 04:10 while on the mobile power unit (mpu) power. There looked to be a weak connection between the white system controller power lead and patient cable. On (B)(6) 2024 0552 it appeared that there was a loss of power to the mpu resulting in low voltage hazard/no external power events which enabled the emergency backup battery (ebb) in the system controller. These events lasted until 08:02 when the vad turned off when the ebb was depleted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power and pump off events can be confirmed. Log files, provided by the customer were reviewed. The event log file contained data recorded on 08dec2024 from 03:04:54 to 08:03:58. The events captured from 03:04:54 to 04:10:14 revealed intermittent power cable disconnect alarms associated with the white power cable. The voltage levels may suggest a possible issue with the white cable or the connection between the controller and the mpu. It should be noted that ¿silence alarm button pressed¿ was recorded at 04:10:07 and 04:10:13. The data captured at 04:10:14 may suggest that the white power cable was disconnected and at 05:52:41 an mpu power loss was recorded. The controller¿s backup battery powered the system from this loss of external power at 5:52:41 until 8:02:39 when the pump stopped and the ¿no external power¿ alarm was active this entire time. There were no attempts to silence this alarm. The last entries revealed that the backup battery maintained controller¿s alarm operation until 08:03:58 (at least 1 minute after the pump stopped). The periodic log file contained events recorded from 27nov2024 to 08dec2024. The associated voltage levels suggested that the system controller was connected to 14v batteries the entire time and on 07dec2024 between 16:59: and 17:59: 38 it was connected to an mpu. The data captured at 04:59:34 suggested that the white power cable was disconnected and the black power cable was connected to an mpu. The next entry, captured at 05:59:34 revealed that there was no external power supplied to the system controller and a no external power alarm was active. The no external power alarm was recorded until the last entry, captured at 07:59:33. The investigation was unable to determine the root cause for the events captured in the provided log files. Per the provided additional information, the patient was found unresponsive with no power connected, the mpu was plugged into the outlet and a battery was in the battery clip on the nightstand with another battery on the floor. There were no products returned for evaluation. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller alarms. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook (rev. D) indicates that the patient must always connect to the power module or mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.